Event description:
Medtronic received a report that the microcatheter was parked in left posterior cerebral artery (pca). Deployment was planned from left pca to basilar trunk. Initial flair was observed while deploying the device and device was deployed. Post tracking wire in the microcatheter shoot was taken and observed that the device has fallen in the basilar trunk. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. There was migration after deployment. The cause of the migration was unknown. The pipeline was implanted at the intended location and full wall apposition was achieved. The left superior cerebellar artery (sca) side branch was covered by the pipeline. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm neat the left sca with a max diameter of 1.5 mm and a 2 mm neck diameter. The landing zone was 2.8 mm distal and 3.3 mm proximal. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was reduced flow was observed in aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The pipeline device was successfully implanted at the intended location; however, after deployment, the device migrated (slipped). The migration occurred post-deployment. To complete the procedure, another manufacturer¿s device was implanted later that evening.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.